Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint.- patient was revised to address pain. Doi 2009; dor (B)(6) 2012; (left hip). Update 7/16/12 - litigation papers were received. There is no new information that would affect the investigation. Update: 10/31/2012 pfs was received from legal, medical records were received from legal. Records indicate that the patient was revised because of pain and metallosis. There is no new information that would change the existing MDR decision. Records are available for further review. Update rec'd 2/12/2014- pfs and medical records received. After review of the revision operative note there is no new additional information that would affect the existing MDR decision. The complaint was updated on: 03/10/14. Additional information: doi: (B)(6) 2009; dor: (B)(6) 2012; (left hip). On 12/9/14 update patient harms and/or complaint category nr. Update ad 29 may 2018: (B)(4) has been reopened under (B)(4) due to receipt of pff and sticker sheets. In addition to what were previously alleged, pff alleges infection requiring antibiotics, metal wear and metallosis confirmed in the medical records. It is also being alleged that the cup and stem were loose; however, previously reported medical records did not indicate any loosening of the cup and stem. The stem, cup and hole eliminator are being reported due to alleged infection but were not revised.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Ppf alleges loosening of the stem and cup.

Manufacturer narrative:
(B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.